Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had developed vegetation on the left ventricular (lv) lead. A revision procedure was performed and the lead and device were explanted.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.